Event description:
Related MFR reference 3005188751-2013-00065, 00066. During a pulmonary vein isolation (pvi) procedure using therapy cool flex ablation catheter, an agilis nxt introducer, and a swartz braided transseptal introducer, a pericardial effusion occurred. The physician performed transseptal puncture and created a model with the ensite system and an unknown spiral catheter. The physician began ablating with the therapy cool flex catheter on the left superior pulmonary vein. The patient became hypotensive and hypoxic. An echocardiogram confirmed a pericardial effusion and the procedure was aborted. A pericardiocentesis was performed to stabilize the patient. The patient was discharged from the hospital the next day. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.